Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The patient presented with coronary artery disease. The de novo target lesion is located in the left anterior descending artery (lad). A 28x3.00mm promus premier¿ stent was deployed in lad. However, upon taking orthogonal views of the stent, a distal edge dissection was noted. The procedure was completed with implantation of a 2.75x16mm synergy drug-eluting stent to the dissection. No further complications were noted and the patient's status was stable.